Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope's image was cloudy and the picture was bad. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the product in 2008. The initial visual inspection showed that there were scratches on the tube shaft and the optic was compromised. The scope was shipped to scholly fiberoptics five days later, for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.